Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information from the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. The patient reported that a local bsc field representative (fr) had adjusted the patient's device after having surgery. According to the patient, the device was set too low which resulted in a syncopal episode. The patient was seen for follow up and the device was adjusted again. The device remains in service.